Event description:
It was reported that during a fistulogram procedure a balloon rupture and shaft fracture occurred. The target lesion was located in an unspecified upper extremity fistula. The physician advanced an 8.0x40, 75cm mustang balloon to the lesion and then used a 3cc syringe to inflate the balloon and the balloon ruptured. During retrieval the catheter shaft snapped inside the sheath. The balloon catheter and sheath were removed as one unit. The procedure was completed with another 8.0x40, 75cm mustang balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).